Event description:
It was reported that the patient received an unwanted shock (110v) and afterwards felt a burning sensation. No intervention was taken and follow up indicated that there was no device issue. Device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.